Event description:
It was observed that during the device evaluation, the subject device exhibited cable flooding and breakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found cable flooding and breakage. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that the actual product had a broken cable. Therefore, it is assumed that the watertight function did not function normally due to the cable breakage and "cable flooding" occurred. The probable cause was not established. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.